Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump buttons were not working. The customer¿s blood glucose level was unknown. The customer was also reported that buttons were not responding. The customer was assisted with troubleshooting with keypad anomaly. The customer was advised that the insulin pump needed to be replaced and advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.